Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from november 14, 2014 to november 17, 2014. Evaluation summary: the device was received for evaluation. A visual inspection identified white particulate matter floating in the fluid of the bladder. A fourier transform infrared spectroscopy scan determined that the particulate was acrylic. The cause of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had particulate matter inside the reservoir. There was no patient involvement. No additional information is available.